Event description:
It was reported that a pt underwent a dilation and curettage, hysteroscopy, and an endometrial thermal ablation procedure on an unk date. The uterus sounded to 7.5cm and was midline to anteverted. During the procedure, the pressure was stabilized at 160mmhg with 20cc of d5w injected, and the doctor started the preheat cycle followed by the therapy cycle when, after two and a half minutes of therapy, the pressure started slowly dropping. The doctor added 2 to 5cc to the balloon and the pressure rose for a few seconds then started dropping more quickly. The doctor stopped the case at that point, performed a diagnostic hysteroscopy and noticed a perforation in the wall of the uterus. Additional info has been requested.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.